Event description:
It was reported that the PICC is discolored in the area where securement device would be placed. No patient harm was caused as a result. On (B)(6) 2025: the returned device exhibited discoloration a leak.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter leak causing catheter discoloration is confirmed and was determined to be use-related. One 5 fr t/l powerpicc solo was returned for evaluation. An initial visual observation revealed blood residues throughout the returned device. Discoloration was observed along the catheter shaft from the 4 cm depth marker to the 5 cm depth marker. The catheter appeared flattened from the 2 cm to 4 cm depth marker. A functional test of infusing water into each lumen of the catheter using a 12 ml syringe revealed a leak in the catheter through the gray lumen. A microscopic observation revealed a longitudinal split between the 2 cm and 3 cm depth markers. The split appeared to have a granular fracture surface and sharp fracture edges. The characteristics of the split were consistent with damage caused by a compression style securement device. The split in the catheter shaft likely caused medication to leak, contributing to the discoloration of the catheter. This complaint will be recorded for future trending and monitoring purposes.